Manufacturer narrative:
One unopened cannula was received for the report of another broken needle was contained in the package. The returned package was visually inspected for an extra needle and was found to be non-conforming with a second cannula present and caught in the seal of the package. A photo of the package product has been reviewed by the manufacturing site. The photo shows that there is part of a cannula in the seal area of the blister package. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The evaluation of the returned package confirms an extra cannula was contained in the reported unopened blister. The extra cannula was caught in the seal area of the blister package. The root cause of the observed non-conformance is that a cannula assembly was displaced from its blister cavity during the packaging process, was inadvertently caught in the seal area of this blister package, and was missed during downstream inspection. All final packages are 100% visually inspected for non-conformances, including product in seals. Any non-conforming packages identified are removed from the lot, torn down and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a broken needle was noted upon opening the package. The needle caught on the staff members glove and the user experienced a puncture wound. Additional information has been requested but not received.